Manufacturer narrative:
(B)(4). The customer reported an intermittent connection in the paddle set. There was no report of pt involvement. The device was evaluated by a field service engineer, and the symptom was verified. Replacing the paddle set resolved the issue.

Event description:
The customer reported an intermittent connection in the paddle set. There was no report of pt involvement.